Event description:
The customer obtained test results 8.6 mmol/l and 9.2 mmol/l on her accu-chek aviva meter. No action taken based on results. No adverse event reported. New system sent and return requested.